Event description:
Prior to an endometrial ablation procedure, the physician discovered what he believed to be a 3 to 4 cm pedunculated fibroid upon pre-operative hysteroscopy. Wire loop resection was performed, during which the uterus was perforated at the fundus. Subsequent attempts to complete endometrial ablation were unsuccessful. The colon was damaged secondary to the perforation. Subsequent resection. Re-anastomosis and colostomy were performed. Pt recovered normally.